Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a longitudinal cut on the tubing. Pull test was performed in all solvent joints with no issues noted. Due to the nature of the returned sample no additional testing could be performed. The reported condition was verified during initial inspection. The cause of the condition is due to an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set had a hole between the two fluorescent orange stat labels. This was identified during priming. There was no patient involvement. No additional information is available.